Event description:
Experiencing elevated blood glucose. Pt indicated that she had experienced a sore throat. Pt indicated that she changed the infusion set and her blood glucose remained elevated. Pt indicated that she changed her insulin cartridge, but her blood glucose remained elevated. Pt indicated that she switched to her backup device and her blood glucose came down within one day. Pt did not report receiving med assitance to address this issue.